Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The additional information has been included with this report. The insulin pump passed volume accuracy test.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. The button event file was overwritten. Unable to verify if bolus on (B)(6) 2014 at 2.30 am was manually entered by customer. Unit was programmed with correct time and date. Unit was monitored for 7 days. No unexpected bolus delivery anomalies were noted. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported that he was hospitalized due to low blood glucose. Customer stated he experienced hypoglycemic event last month. Customer stated that his healthcare provider made a conclusion that there was unintended bolus dispensed. Customer stated not comfortable would like a insulin pump replacement. Customer's blood glucose was 45 mg/dl. Customer treated with food. Troubleshooting was done. Customer does not want to continue to troubleshoot and stated he just want to have insulin pump replacement. No further information provided.